Manufacturer narrative:
A visual evaluation of the returned expect pulmonary needle revealed that the working length (sheath and needle) was kinked at the distal end of the handle, and the needle was bent at 2.0 cm from the distal tip. A functional evaluation found the needle was difficult to extend and retract; however, a measure of the needle's full length of extension was found to be within specification. The stylet of the device was free of any kinks. When reinserted into the needle, the stylet would get stuck at the location where the needle was kinked near the handle. The stylet could not be fully passed through the device. The complaint that the needle was bent and the stylet was difficult to advance was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an expect¿ pulmonary endobronchial ultrasound transbronchial aspiration needle was used to biopsy a nodal station in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of the needle bent. The user was then unable to re-advance the stylet into the device due to the bent needle tip. The device was removed from the patient and the procedure was completed using an olympus endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used to biopsy a nodal station in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of the needle bent. The user was then unable to re-advance the stylet into the device due to the bent needle tip. The device was removed from the patient and the procedure was completed using an olympus endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.